Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot info. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that when the xpert stent was pulled out of the packaging, the stent was partially deployed. There was no pt involvement. No additional info available.